Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300-400 mg/dl). Correction boluses and insulin injections were used to address the high bg. The cause of the high bg was not known. A pump system check was performed using the current supplies on the pump and no device issues were identified. Reportedly, the customer had been using humalog in the cartridge for 4 days. Tandem technical support informed the customer that humalog was labeled for 48 hour use with the cartridge. The customer was to change the cartridge/infusion set and resume insulin delivery.